Event description:
The user reported multiple events where "there is leakage of fluid around the blue piston between the clear housing at the end of the connector when attached to a dual lumen IV extension and when the other line with a max plus clear on is being accessed." Reporter also stated that the leak is most noticeable on a poc access as they use the griper plus which has two bungs attached to its length of catheter, one for chemo administration and one for rescue. When bolus pushes fluid into the distal bung it will drip out of the proximal bung. This has been noted and bungs have been changed. Flushing was attempted in case it was just a misaligned septum but the issue remained. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.